Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported the procedure was to treat an 80% stenosed, moderately calcified lesion in the 5.0mm femoral artery. Reportedly, the lesion was close to the access site. Pre-dilatation was performed using a 6.0x100mm armada balloon dilatation catheter (bdc) at 8 atmospheres (atm) for 1 minute. The 5.0mmx60mmx120cm supera self-expanding stent system was successfully advanced to the target lesion and the stent was deployed. Reportedly, it was confirmed under strict fluoroscopy that the stent was deployed from the device prior to initiating withdrawal of the delivery catheter. However, during withdrawal of the delivery catheter, a noise was heard, and the tip separated and remained in the introducer. The introducer was removed, thereby retrieving the separated tip from the patient's anatomy. However, when the introducer was removed, it was noted that 5mm of the stent came out of the access site. The stent was manually removed from the patient's anatomy. Reportedly, the issue likely occurred because the proximal part of the stent was released in the introducer. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott stent was used to successfully complete the procedure. There was no additional information provided.